Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a blood leak from a maxzero connector during an infusion was confirmed visually upon receipt, as blood residue was observed on the threads inside the base of the valve. However, functional testing was not able to replicate any leaking. The tubing set and PICC line involved in the event were not provided for investigation. The customer-provided maxzero valve was functioning effectively during testing. The root cause could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the maxzero was placed onto a PICC line in the bone marrow transplant unit and was attached to an IV line infusing blood products. The parent of the patient noticed that the line was leaking and notified the nurse. When the nurse disconnected the tubing and then reconnected it to the cap, it seemed to stop leaking and work correctly. Later, when the nurse replaced the connector after the infusion, there was blood all around the base of the connector which appeared to have been leaking at both ends. Although there was a slight delay in administering the blood products, there was no report of patient harm.